Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission was sent from the hospital emergency department (ed) for a implantable cardioverter defibrillator (ICD) device check. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the right ventricular (rv) lead displayed suspected intermittent t-wave oversensing (twos). Also noted from the remote transmission was suspected right atrial (ra) lead undersensing during recorded episodes. Follow up was conducted and it was verified with the field representative that reprogramming had been completed. Both leads remain in use. No patient complications have been reported as a result of this event.